Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the right sided deflation reported initially, bilateral capsular contracture was noted. This report relates to the right prosthesis. See 1645337-2021-01945 for contralateral prosthesis report. Additionally, it was noted that the devices were discarded after explant. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/breast pain. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced spontaneous right sided deflation accompanied by pain post procedure. As a result, an explant was performed on (B)(6) 2020.